Event description:
It was reported that a malfunction alarm occurred with the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode before returning it and was sent a replacement pump. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.